Event description:
It was initially reported that a pt underwent generator revision surgery due to an increase in seizures and end of service of the generator (determined by the observation of an eri = yes flag). The explanted generator was returned to the manufacturer and while the generator was found to not be at end of service, an eri = yes flag was observed. This is most likely due to partial depletion of the battery in the generator based on a battery life calculation and electrical test results. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the automated post burn-in test. This out of limit supply current pulsing could potentially be a contributing factor to the eri condition of the battery but the eri = yes was an expected event based on the battery life calculation. Follow up with the site revealed that the seizures have decreased since generator replacement surgery. The seizures the pt experienced prior to generator revision were thought to be above pre-vns baseline levels per the pt and caregiver.